Event description:
It was reported that pump issued repeated cartridge alarms that did not occur during cartridge loading, and caller declined to share whether blood glucose exceeded high levels. There was no reported impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support but alarms continued, so customer used multiple daily injections for insulin and technical support arranged pump replacement even though pump was out of warranty.